Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Citation: kensuke takagi,1,2,3 md, azeem latib,1,2,4 md, rasha al-lamee ,1,2 ma, mrcp, marco mussardo,1 md, matteo montorfano,1 md, francesco maisano,5 md, cosmo godino,1,2 md, alaide chieffo,1 md, ottavio alfie predictors of moderate-to-severe paravalvular aortic regurgitation immediately after corevalve implantation and the impact of postdilatation catheterization and cardiovascular interventions 2011: 78:432¿443 the revision accepted date of 16 january 2011 was used as the event date. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported.

Event description:
Medtronic received information via literature review regarding to investigate the predictors of moderate-to-severe paravalvular leak (pvl) following transcatheter aortic valve implantation and evaluate the feasibility and safety of post dilatation in reducing the degree of ar. All data was collected from a single center between (B)(6) 2008 and (B)(6) 2010. The study population included 79 patients, predominantly male; mean age 80 years, all of whom were implanted with medtronic corevalve (serial numbers not provided). Among all patients 3 deaths occurred within 30 days of implant and 7 deaths occurred within the next 5 months. Three deaths were reported to be "cardiovascular related", however, none of the deaths were attributed directly to a medtronic product. Clinical follow-up was achieved in 79 patients (100%) at 1-month and 65 patients at 6-months. Follow-up transthoracic echocardiogram (tte) was performed at pre-discharge, 1 month and 6 months, respectively where possible. Pvl was seen in 40.5% (32/79) immediately post implant. Twenty-one patients underwent post dilatation with improvement in pvl grade in the majority (17/21). Of the four patients who did not respond to post dilatation, two underwent valve-in-valve implantation. In one patient, the valve was pulled more proximally by the snare technique. The remaining 10 patients were treated conservatively. One patient required a second tavi procedure (valve-in-valve) at 6-months due to severe persistent paravalvular regurgitation (pvl). Among all patients adverse events included: permanent pacemaker implantation (19), vascular complication (not specified) (16), embolization (4), patient prosthesis mismatch (6) and myocardial infarction (1). No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.